Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors.during the investigation process a review of the sterile certifications were not reviewed for the stem and the shell, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. As the superficial infection was reported and no product information was provided, validation of sterile certifications cannot be performed, therefore the reported event is considered procedure related. During the investigation process a review of the sterile certifications were reviewed (p/n 010000943) and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. It is noted an I&d (incision debridement) was performed on the superficial non-healing wound. An I&d procedure can be used to promote the healing process, and this is a common procedure used to treat a non-healing incision site. This deviation signifies an alteration in the wound healing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk 60mm g7 shell. Unk size 12 high offset taperloc complete stem. Catalog number: 010000943 lot number: 6423375 brand name: g7 hi-wall e1 liner 40mm g. Catalog number: 650-1058 lot number: 2948118 brand name: cer bioloxd option hd 40mm. Catalog number: 650-1065 lot number: 2948118 brand name: cer option type 1 tpr sleve -3. Multiple reports were submitted along with this report. 0001825034-2021-01687, 0001825034-2021-01688, (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed a superficial infection at the incision site approximately 1 month post surgery. A superficial irrigation and debridement was performed. No product was exchanged as the infection did not penetrate the joint space. Additional information on the reported event is unavailable.